Event description:
It was reported that when the physician interrogated the device, two episodes were found. The physician suspected that some premature ventricular contractions were not detected on both ventricular channels due to being simultaneous with atrial activity. The vibratory alert was turned off. Follow-up will continue. The patients medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.